Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25x24mm promus premier(tm) drug-eluting stent was advanced to treat the lesion. However, during the procedure, the catheter portion of the device disconnected from the shaft of the monorail. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the midshaft section found the midshaft broken at 97mm proximal from the port entry site. Several inner lumen and outer extrusion kinks were also detected during examination. A visual and tactile examination found several slight hypotube kinks across the length of the shaft. A visual examination of the crimped stent found the stent damaged across its length with struts bunched, distorted and misaligned. The stent moved distally over the distal markerband exposing the balloon wall on the proximal side for approximately 5mm. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25x24mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the catheter portion of the device disconnected from the shaft of the monorail. No patient complications were reported.